Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 4th september 2012 and performed to specification up to the (B)(6) 2016. The device records manual power ups of 10 minutes on the last log entry on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure due to corrosion on the membrane tail. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The corrosion found may have been caused by moisture ingress, this would suggest the device had been subject to adverse environmental conditions. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.